Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Washout I&d and poly swap was performed. Doi: (B)(6) 2018. Dor: (B)(6) 2018; right knee.

Event description:
On (B)(6) 2018 the patient underwent a second right knee revision with tibial insert exchange with an irrigation and debridement to address residual infection. The surgeon noted repair of a partial quadriceps tendon tear and correction of a subluxed patella. There was also noted to be swelling, chronic inflammation, and instability. All components were well-fixed. The surgeon utilized stimulan pellets with 1 gram of vancomycin into the wound to address the infection.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Added b5: description should have been included in initial medwatch.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.